Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. A body break between the fiber and the connector was observed. Microscopic inspection of the tip indicated it was good and unused. Inspection of the fiber area where the connector was separated was performed and noted that the fiber jacket had some burn marks. The fiber connector showed no defects. The aim beam could not be observed due to the connector separation. It is likely that procedural handling of the device during set up, may have contributed to the fiber break. There could have been a microfracture and when it was connected to the console cause the fiber to overheat leading to the separation of the fiber body from the connector. In addition, the clicking sound that was heard could have been the fiber connector area overheating. The reported complaint was confirmed.

Event description:
It was reported that, during a procedure, after opening the fiber and being connected to the system, a clicking sound was heard and after that the fiber could not be used; the debris shield was checked but no issue was found. Another fiber was used in order to complete the procedure. There were no patient complications reported. Per product investigation, it was found that the fiber was broken.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. A body break between the fiber and the connector was observed. Microscopic inspection of the tip indicated it was good and unused. Inspection of the fiber area where the connector was separated was performed and noted that the fiber jacket had some burn marks. The fiber connector showed no defects. The aim beam could not be observed due to the connector separation. It is likely that procedural handling of the device during set up, may have contributed to the fiber break. There could have been a microfracture and when it was connected to the console cause the fiber to overheat leading to the separation of the fiber body from the connector. In addition, the clicking sound that was heard could have been the fiber connector area overheating. The reported complaint was confirmed.

Event description:
It was reported that, during a procedure, after opening the fiber and being connected to the system, a clicking sound was heard and after that the fiber could not be used; the debris shield was checked but no issue was found. Another fiber was used in order to complete the procedure. There were no patient complications reported. Per product investigation, it was found that the fiber was broken.